Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis revealed that the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. It was also noted that the outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo and the outer insulation of the lead was observed to have blood ingression. Analysis comments stated that the electrical test results were passed. Visual analysis found outer insulation breached in-vivo/ environmental stretched cracking. And insulation breach did contribute to the electrical complaint.

Event description:
It was reported that the right ventricular (rv) lead had chronic low impedances. The lead was explanted and replaced. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).